Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the replacement procedure the patient experienced an arrhythmia and went into ventricular fibrillation (vf). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that failure to capture was noted on the right atrial (ra) lead. The lead was reprogrammed, however during an elected system replacement procedure the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.